Manufacturer narrative:
Eval results: the returned products were visually inspected and it was noted the stylet was bent. The visual inspection of the lead did not find any discrepancies with the lead body or internal wires. The lead passed all electrical testing. The observation in the field of difficult to place an invalid impedances could not be confirmed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During the trial procedure, it was reported the physician experienced difficulty placing the lead and intra-operative testing indicated invalid impedance values. The lead was replaced and the issue was resolved. The procedure was extended for approx ten mins.